Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary background: customer notified us that they have a drill sleeve that is damaged . Badly dented opening at distal end. No other information has been provided. This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the 5.0mm/3.5mm drill sleeve 110mm (part # 393.79, lot # unk) was received at us cq with the distal tip of the distal tip malformed. This agrees with the reported complaint condition, thus confirming the complaint. The shaft has a deformed tip. Dimensional inspection: due to post manufacturing damage, an accurate measurement of the tip could not be taken. The ø 5.0mm of the shaft proximal to the deformation was measured. A review of the manufacturing record evaluations could not be performed since the finished device lot number was not identified. Investigation conclusion: a definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: a review of the manufacturing record evaluations could not be performed since the finished device lot number was not identified. Device history batch null, device history review a review of the manufacturing record evaluations could not be performed since the finished device lot number was not identified.

Manufacturer narrative:
UDI: (01)gtin unavailable, product made prior to gtin compliance date. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(4) as follows: it was reported on (B)(6) 2019, a customer notified us that they have a drill sleeve that is damaged. Badly dented opening at distal end. No other information has been provided. This is 1 of 1 for report (B)(4).